Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to noise. The noise was reproducible when the can was tapped. Increased pacing lead impedance and lead fracture were also observed. The lead was explanted and replaced without any complications.

Manufacturer narrative:
A fracture of the re conductor was noted at 3.2cm from the connector pin, consistent with cyclic stress. This fracture is consistent with the field observations of noise, high lead impedance, and inappropriate therapy delivery.